Manufacturer narrative:
(B)(4). Concomitant medical products: item 124858 - lot 2846529 - exceed abt 3hl shell 48/58mm. Item 650-0796 - lot 3371178 - biolox delta lnr 36mm 58-60mm. Item 650-0661- lot 2015111753 - delta ceramic fem hd 36/0mm. Item - unk - lot unk - unk screw (2). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the complaint were found. Product was not returned so no product evaluation could be conducted. This device is used for treatment the reported components were reviewed for compatibility with no issues noted. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) reported that a patient underwent a left hip surgery on (B)(6) 2016. Subsequently, the patient reported moderate pain, tolerable; makes concessions to pain, some limitation of ordinary activity or work. May require occasional pain medicine stronger than aspirin at 6 months follow up visit on (B)(6) 2016.